Manufacturer narrative:
The product was returned for analysis and the reported damage could not be confirmed. Additional observations were as follows: iol returned in a specimen container in an unknown clear liquid. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify a root cause for the reported complaint ¿lens was not sitting well¿. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was not sitting well. The lens was exchanged in a secondary procedure. Additional information was provided the nurse that the iol was exchanged for a different model iol with .5d difference in power. There was no patient harm, and the patient's issues have resolved.

Event description:
Further information was provided by the surgeon that the prognosis is excellent.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).